Event description:
Procedure: sils chole. According to the reporter, the instrument was broken. The distal portion of the instrument (black sheath) was frayed. Pieces fell into the pt cavity, but were removed from the pt. There was no extension in operating room time of more than 30 minutes.

Manufacturer narrative:
(B)(4).